Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last month she went into diabetic ketoacidosis. Customer woke up with a blood glucose level of 500 mg/dl. The insulin pump was not delivering insulin. The customer was completely out of it and was taken to the hospital by helicopter. Her blood glucose level was 1,000 mg/dl. Her blood glucose level went down to 350 mg/dl with needles. The customer's high blood glucose level was treated with the insulin pump and needles. The customer was hospitalized on (B)(6) 2017. The customer was unsure if she was wearing the insulin pump at the time of hospitalization. The customer received multiple no delivery and motor error alarms. The device was not returned.